Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. If further details are received at the later date a supplemental medwatch will be sent. What was the name of the procedure? What was the date of the procedure? What tissue layer was the suture used on? How was suture placed (continuous or interrupted)? Can you identify the product code of the silk suture? Were any cultures taken of the purulent secretions? If so, what are the results? What are the patient weight, prior medical history? What post op date did the patient present with symptoms of redness and swelling? What is the surgeon¿s opinion as to the contributing factor to the patient event? What is the patient current condition? Is this a usual trend for these kinds of cases for these trauma patients in your hospital? What is the baseline skin infection rate for trauma cases in your hospital?

Event description:
It was reported that the patient underwent unknown procedure on unknown date in (B)(6) 2018 and suture was used. The patient experienced pain and skin reddish with small amount of purulent secretion approximately three days after the procedure. The surgeon removed the suture and the patient was treated with medication and symptom healed. Additional information has been requested.

Manufacturer narrative:
(B)(4) additional information was requested and the following was obtained: what was the name of the procedure? Radical resection of rectal cancer what was the date of the procedure? (B)(6)2018 what tissue layer was the suture used on? Wound how was suture placed (continuous or interrupted)? Unk can you identify the product code of the silk suture?unk were any cultures taken of the purulent secretions? If so, what are the results? No what are the patient weight, prior medical history?unk what post op date did the patient present with symptoms of redness and swelling? (B)(6)2018 what is the surgeon¿s opinion as to the contributing factor to the patient event? Suture what is the patient current condition? Stable is this a usual trend for these kinds of cases for these trauma patients in your hospital? Unk what is the baseline skin infection rate for trauma cases in your hospital? Unk